Event description:
It was reported that the right ventricular (rv) lead with this pacemaker exhibited oversensing of noise and had high out of range lead pace impedances. A lead fracture was suspected, although it could not be confirmed. This lead has been in service for over 20 years. A pacemaker and rv lead replacement were recommended and scheduled for the patient. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the event decription for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that the right ventricular (rv) lead with this pacemaker exhibited oversensing of noise and had high out of range lead pace impedances. A lead fracture was suspected, although it could not be confirmed. This lead has been in service for over 20 years. A pacemaker and rv lead replacement were recommended and scheduled for the patient. This pacemaker remains in service. No adverse patient effects were reported.